Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered via the pump and infusion set change was performed to address bg. System check was performed by tandem technical support and no issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.